Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer informed via phone call that they experienced high blood glucose level of 400 mg/dl. Customer treated high blood glucose level with insulin pump and injection. Customer declined troubleshooting. Auto mode was activated at the time of incident. The insulin pump will not be returned for analysis.